Event description:
Customer reported that the insulin pump's escape button was no longer responding, while the act, up, and down buttons were working intermittently. Blood glucose level was 145.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.